Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the band was successfully deployed; however, the band failed to remain attached to the varix and several bands would not release. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty setting up the device. There were no patient complications reported as a result of this event.